Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the customer reported that there were issues during ventilation of the patient. The device was immediately replaced. The device was checked and no deviation was found. The device was delivered to the user in working condition. Review of the provided logs confirm occurrence of the ventilation issues in last ventilation sessions. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as high respiratory rate, expiratory minute volume low, paw high, inspiratory flow overrange or check tubing indicate a leakage in the patient circuit or increased pressure in the ventilator breathing system (high resistance in the patient circuit). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient.the leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. Inspiratory flow overrange alarm may indicate that combination of settings exceeds the allowable inspiration flow range. Paw high alarm indicate that airway pressure exceeds preset upper pressure limit and patient and breathing system must be checked.the conclusion is that the reported alarms occurred due to leakage or increase of resistance in the patient circuit, but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak or increase of resistance in the patient circuit.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating high and low minute volume. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 . The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).